Manufacturer narrative:
Complaint sample was evaluated and the reported event for the broken device was confirmed. The product shows signs of wear and was manufactured in 2010. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. (B)(4).

Event description:
It was reported during an unknown patient procedure that the reamer shaft broke due to torque needed to reamer the acetabulum. Procedure was completed with no delay in surgery. No adverse events reported.